Event description:
The customer reported inaccurately high blood glucose readings with test strips, lot# 1h506b. She performed two side by side comparisons using different brand test strips and co test strips. The results were 12 mg/dl versus 162 mg/dl and 98 mg/dl and 131 mg/dl resepectively. The code was set correctly for all tests, both brands of test strips are code 8. The desiccant is in the bottle of co test strips. The customer performed a normal control solution test on both brands of test strips and both results were in range (no sepcific results available). A check strip test result was also in range (no specific result available). Because she did not have her meter or test strips with her at the time of the call, there were no tests performed with the co representative. The customer has 3 boxes of lot# 1h506b, and she stated that they are all reading approx 30-40 mg/dl higher than different brand test strips.